Event description:
It was reported that a patient using an ilet with a dexcom g7 experienced recurrent low and high glucose readings, including a low of 50 mg/dl with shaking and subsequent rebound hyperglycemia up to 371 mg/dl, and independently performed a factory reset after being advised to consult a clinician. Symptoms included hypoglycemia with tremors. Outcomes included urgent low and high glucose events requiring self-treatment with oral glucose. Investigation included troubleshooting and user education, with assignment for additional training and clinician review. Investigation of this case revealed a pattern consistent with patient overtreatment of hypoglycemia using oral carbohydrates, contributing to glucose variability; no device malfunction was reported or observed. It was concluded, based on previously established findings for similar reports, that the cause was user-related overtreatment and use error.